Event description:
As reported: "patient is experiencing pain and numbness in the right lateral arm, forearm, and hand and is unable to flex right elbow. Patient reports that the symptoms occurred after the pain catheter was removed. Nerve conduction study performed on (B)(6) 2020 indicates "acute right brachial plexopathy affecting all parts of the brachial plexus, but most significantly, the upper trunk."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The opinion of a medical expert was requested for this case, and based on the information provided in the event description, his statement is the following: " [...] The event is not device related nor is it related to the surgery. I would understand that these problems may be associated to the anesthesiology, who placed the pain catheter.[...]" Therefore, based on investigation, a device related root cause can be discarded. The event was most probably due to an error on the anesthesiology front. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
As reported: "patient is experiencing pain and numbness in the right lateral arm, forearm, and hand and is unable to flex right elbow. Patient reports that the symptoms occurred after the pain catheter was removed. Nerve conduction study performed on (B)(6) 2020 indicates "acute right brachial plexopathy affecting all parts of the brachial plexus, but most significantly, the upper trunk."